Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient said they needed a change of battery for their device. The patient was transferred to technical services and asked for a representative to check their implant. The patient had a car accident and since then their therapy wasn't working right- they could feel that it wasn't working right and their hand was swelling up. They noted that they towed their car and someone stole all of their external equipment so they can't charge/check the implant. No further complications reported.